Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
A patient reported being treated for an infection and cyst. Due to an upcoming unrelated surgery (carpal tunnel syndrome), the physician began treatment by prescribing doxycycline. During the surgery the physician determined that the infection had penetrated the tendon and was going into muscle. The surgeon ruptured and drained the cyst; then treated the site with antibiotics and iodine.